Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. The customer¿s blood glucose (bg) was 500 mg/dl. Bg level was corrected with a bolus via the pump. Customer resumed insulin delivery successfully.